Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil was found at 12.5 ¿ 12.6 cm and 14.5 ¿ 15.0 cm from the distal tip consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.